Event description:
This rv lead was implanted on (B)(6) 2010. There was a red alert for less than 20 ohms hv impedance. Historically, running very solid at 49-52 ohms. Very stable and acceptable pacing / sensing rv values. Patient has had some therapy but mainly at implant and a commanded shock for afiutter conversion. Several appropriate nonsustained episodes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).